Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4). Description: infinion1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was having inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the lead and splitters were explanted and new lead was added. Device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
Correction to the initial MDR in additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patient was having inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the lead and splitters were explanted and new lead was added. Device malfunction was suspected. The patient was doing well postoperatively.